Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Low bg cause was not known. Customer consumed two pints of orange juice and one can of sprite to address bg. Customer required assistance consuming the carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.